Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device showed the service wrench icon in the readiness display. During device evaluation, physio-control observed that the device had logged multiple event codes into its memory. In addition, it was observed that the device would not interpret an ECG correctly. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the analog pcb assembly caused the device not to recognize a shockable patient rhythm. The analog pcb assembly was removed and evaluated. A capacitor, designator c157 leaked voltage to ground and caused a wrong voltage at leg 6 of integrated circuit (ic) chip, designator u46 on the analog pcb assembly. Physio determined that the cause of the reported issue was due to capacitor, designator c157 on the analog pcb assembly, having process residue on the bottom side of the capacitor. A replacement device was provided to the customer under warranty.